Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to clinic after receiving a vibratory alert for non-sustained lead noise. Competitive atrial pacing was observed. Reprogramming was performed. Patient notifier was disabled. Patient to be monitored.